Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended following reboot. The system was put back into service.

Event description:
The customer reported that the system displayed rui (remote user interface) communication error. This error resulted in loss of c-arm functionality. There is no report of injury or death associated with the event described in this complaint.